Event description:
The initial reporter received questionable ca2 calcium gen.2 results on a cobas 8000 c702 module. The initial ca result was 1.711 mmol/l. The repeat result was 2.107 mmol/l. The initial results were not reported outside of the laboratory. It is unknown which result was deemed correct. The reagent lot number was 626999. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) changed 4 reagent probes, both sample probes, and a valve. The investigation determined that the issue could have been due to contamination and carryover caused by insufficient probe wash or cell rinse. Based on the available data, a general reagent issue could be excluded. The service actions performed by the fse resolved the issue.